Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The battery cap¿s threads were stripped, and the cap was unable to secure to the returned pump or a test pump. A test cap was able to secure for testing. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with the battery cap¿s threads stripped. This report is made based on the results of the investigation completed 21-feb-2018.